Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012 alleging that with every battery change the pump settings (basal rate, I:c ration, bg target) reverted to default. Review of the pump's alarm history did not reveal any call service alarms. In addition, it was noted that the pump was keeping history.

Manufacturer narrative:
(B)(4): a review of the black box indicated no time/date resets. There was no indication of rebooting in the black box. The pump was exercised for 24 hours with no battery alarms or warnings. An "ezprime" operation was performed with no issues. Basals, I:c ratios, and bg target settings did not reset and matched the settings before the pump was powered off. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.